Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 06/16/2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed the visual inspection. The reported event of loss of connection was not confirmed because the usb connector was observed to be disconnected from the pcb and has damaged usb pins, thus making communication with the unit not possible. As a result, the root cause could not be determined.